Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 4.2mmol,6.6mmol. Tests were done within 20 minutes with a difference of 2.1mmol. Patient did not experience any adverse events. No further information has been reported.